Event description:
It was reported that a patient experienced peritonitis, sepsis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event. It was reported that the peritonitis was manifested by abdominal pain, cloudy effluent and fever. The patient was treated with vancomycin (intraperitoneally, dose and frequency not reported) and fortab (dose, route and frequency not reported) for the event. It was reported that during hospitalization, the patient experienced sepsis and an unrelated event and subsequently passed away. The cause of the sepsis and death was not known. It was unknown if the patient had recovered from the peritonitis event prior to the time of death. During the hospitalization, pd therapy was discontinued, pd catheter removed, and the patient was switched to hemodialysis. Pd catheter was later replaced, however, the patient passed away prior to restarting pd therapy. An autopsy was not performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.